Event description:
The reagents for tsh measurements were changed by the co so the sensitivity of the assay decreased considerably. Rptr compared the co's tsh kit with kits from two other companies and the MFR's kit gave much higher values at the low end (50 comparisons). Pts (n=25) with severe hyperthyroidism gave measurable results (0.1 u) with the kit but unmeasurable (less than 0.03 u) with the other 2 kits. The MFR claims to have a second generation assay.